Event description:
It was reported that after revision surgery, the surgeon checked x-ray. And he found that the blocker loosened (blocker of c3 screw). The surgeon is monitoring for the patient now.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the torque wrench was reported to have been used in the original surgery and was torqued to the recommended torque (3 nm) in the surgical technique. The stryker rep reported and the xray confirmed that only one side of the spine was fixated. Bilateral fixation and the use of cross or transverse connecters are recommended in the surgical technique as "early mechanical loosening may result from inadequate initial fixation". Conclusion: the likely root cause is inadequate (unilateral) initial fixation.

Event description:
It was reported that after revision surgery, the surgeon checked x-ray. And he found that the blocker loosened (blocker of c3 screw). The surgeon is monitoring for the patient now.